Event description:
The event occurred on an unspecified date and involved a 110" 15 drop primary set w/2 clave¿ remv 2 gang 4-way stopcocks,2 check valves, rotating luer, 1 ext. It was reported that a separation/disconnection occurred as the later part of the stopcock was disconnected during priming for an infusion of lactated ringers. There was no harm reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 initial reporter (full) phone:(B)(6).